Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: one unit was received for evaluation. Visual inspections of the returned unit revealed foreign matter along the shaft of the needle. The foreign was identified as adhesive splatter. A review of the device history records revealed no irregularities during the manufacture of reported lot numbers 4181641 and 4181640. Conclusion: bd was able to confirm the customer's reported failure mode based on the returned sample. (B)(4).

Event description:
The pharmacy technician reported a wet, powdered foreign material on the 19 g x 1 1/2 in. Bd nokor¿ filter needle.